Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported having issues with the outer cover falling off the needle hub and the outer cover does not snap onto the pen needle while on trujeu pen. Date of event : (B)(6) 2021. Samples status : discarded most.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported having issues with the outer cover falling off the needle hub and the outer cover does not snap onto the pen needle while on trujeu pen. Date of event : (B)(6) 2021. Samples status : discarded most.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 07-feb-2022 h6: investigation summary customer returned (4) open 32gx4mm bd pen needles without tear drop labels attached. The customer reported having issues with the outer cover falling off the needle hub, and the outer cover does not snap onto the pen needle. The samples were examined, then tested to measure the force required to remove the outer cover, and the following was observed (specs: 0.1lbs ¿ 6.0lbs): 1. 0.5 lbs 2. 0.8 lbs 3. 0.6 lbs 4. 0.3 lbs all observations fell within specification. The samples were then tested for attachment using a test pen injector, and all 4 pen needles were able to securely attach to and detach from the pen injector properly. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported having issues with the outer cover falling off the needle hub and the outer cover does not snap onto the pen needle while on trujeu pen. Date of event : 12/22/2021 samples status : discarded most

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the consumer reported having issues with the outer cover falling off the needle hub and the outer cover does not snap onto the pen needle while on trujeu pen. Date of event : (B)(6) 2021, samples status : discarded most.